Manufacturer narrative:
(B)(4). Additional information:initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a 2 failure code. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of failure code 2 was confirmed during device evaluation. Service determined that the cause was due to a broken pump head door. The door was replaced to resolve the issue. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The pump door assembly was found to be damaged. The door assembly was replaced to resolve the reported condition.